Manufacturer narrative:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) did not deploy when the sheath was shuttled back. The balloon was deflated and manual pressure was applied. There was no reported patient injury. The mynx vcd was used in an interventional procedure via a retrograde approach. The deployer was an expert with over 10 years of experience using the mynx device. A cordis avanti 7fr sheath introducer was used, though the lot and catalog numbers are unknown. The femoral artery was confirmed as suitable via angiography, with a 30¿45 degree sheath insertion angle, and the vessel was arterial with a diameter of =5 mm. No vessel tortuosity was noted, and there was moderate presence of pvd/calcium at the puncture site. The user completely shuttled down without significant resistance or the need for unusual force. The sheath was not kinked or bent upon removal. The sealant appeared to stick to the device and reportedly did not come out of it. The device will not be returned for evaluation as it was disposed of. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2513906 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿sealant failure to deploy¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. Per the mynxgrip IFU, which is not intended as a mitigation, step 2: deploy sealant, while pulling lightly on the device handle to ensure the balloon is abutting the vessel wall, open the sheath stopcock to confirm temporary hemostasis. Detach the shuttle and advance until a definitive stop is felt. Grasp the sheath and with draw it from the tissue tract. Light tension should be maintained to keep the balloon abutted against the vessel wall. Grasp the advancer tube at the skin and gently advance until the single marker is fully visible and hold for up to 30 seconds. Then lay the device down for up to 90 seconds. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) did not deploy when the sheath was shuttled back. The balloon was deflated and manual pressure was applied. There was no reported patient injury. The mynx vcd was used in an interventional procedure via a retrograde approach. The deployer was an expert with over 10 years of experience using the mynx device. A cordis avanti 7fr sheath introducer was used, though the lot and catalog numbers are unknown. The femoral artery was confirmed as suitable via angiography, with a 30¿45 degree sheath insertion angle, and the vessel was arterial with a diameter of =5 mm. No vessel tortuosity was noted, and there was moderate presence of pvd/calcium at the puncture site. The user completely shuttled down without significant resistance or the need for unusual force. The sheath was not kinked or bent upon removal. The sealant appeared to stick to the device and reportedly did not come out of it. The device will not be returned for evaluation as it was disposed of.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.